Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : according to the information received, two needles from the same lot break 1/3 downstream from the crimping zone. Unopened samples were returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples revealed that the jv473 samples were returned with no apparent damage on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. The suture was dispensed without problems and examined along the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not received for evaluation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA; 5/7/2021. Additional h3 investigation summary: two failed suture needles were submitted for fractographic evaluation. The components were identified as product code jv473. It was requested that to assess the fracture mode of the failures. A fracture was observed in the body of sample a and sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The sample a and b the fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the other needle piece removed from the patient during the same procedure? A piece of needle is fallen inside the patient but has been recovered with a image intensifier. The piece of needle has been removed during the same procedure. Were there any unexpected outcomes or complications as a result of this needle piece search? No. Was there any patient consequence or injury? Additional x-ray exposure due to needle finding with image intensifier. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for removal of expander implant for definitive implant following a cancer on the right breast with mastectomy on (B)(6) 2020 and suture was used. During suturing, the needle broke 1/3 downstream from the crimping zone. There were no adverse patient consequences reported. Additional information was requested.